Manufacturer narrative:
Results: one used sample was returned for evaluation. A visual/microscopic analysis revealed that the cannula was broken at the epoxy. A review of the device history record revealed no irregularities for the reported lot number 4180513. Conclusion: an absolute root cause for this incident cannot be determined. However, our quality engineer notes that the cannula appears to have been excessively bent, possibly causing the break.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation a supplemental report will be filed.

Event description:
It was reported that while using a bd general use sterile hypodermic needle for an injection, the needle detached from the needle hub and remained in the patient. The patient received an x-ray, the needle was removed with forceps, and the patient received a CT scan to confirm that the needle was removed. The patient was also monitored in the hospital's short stay surgery department for four hours and received multiple pain medications. There was no report of injury, blood exposure, or medical interventions to the clinician who gave the patient the injection.